Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The dome impactor was returned and evaluated against the complaint. The dome had a possible field usage of 6.5 years. The top of the dome is heavily gouged. The dome had fractured on both sides of the attachment feature. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the instrument fractured during surgery. There was no affect to the patient.